Event description:
During the procedure the physician used a wilson-cook tracer metro wire guide with an olympus kd-6g 10-q-1 sphincterotome. The wire-guide was advanced through the double lumen sphincterotome up to the desired position. After endoscopic papillotomy was performed, difficulty was experienced retrieving the wire-guide through the sphincterotome. The distal end of the wire guide separated but did not detach. No injury to the patient was reported.